Event description:
It was reported that during a laparoscopic radical prostatectomy, the device was being cleaned and a piece came off the tip. The handle was checked and found that the plastic pad on the tip was missing. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.